Event description:
It was reported that following a lap adjustable band procedure, the band did not inflate (porous band). This was detected under x-ray. The band was explanted, and a new band was implanted in the patient. The patient is fine.

Manufacturer narrative:
Information anticipated, but unavailable at this time.